Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and force test of the returned device were performed following j&j procedures. Visual analysis revealed that there was a reddish material and a hole on the pebax's surface with internal parts exposed. In addition, the visual inspection revealed a greenish - white material, presumably corrosion on the connector pins. An irrigation test was performed and no issues were observed during the irrigation of the device. Then, the handle was dissected and sensor pads were measured and were found out of specifications due to an open circuit on the tip area. In addition, further investigation of the peek housing section revealed that there was insufficient adhesive on the wires. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The force sensor error reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The root cause of the adhesive condition was traced to the manufacturing process. The reddish material observed inside the pebax, and a hole in the surface of the pebax was unrelated to the reported event by the customer. The potential cause of the pebax damage could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The corrosion observed during the test was unrelated to the reported event by the customer. The potential cause of the corrosion could not be determined. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. In relation to the pebax damage; the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged contraindicated. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Internal actions are being performed to address process opportunities related to adhesive issues. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the force sensor issues reported by the customer. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole in the pebax issue identified by bwi pal. Investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: connector pin (g0403401) were selected as related to the corrosion on the connector pins identified by bwi pal. Investigation findings: open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the insufficient adhesive on the wires identified by bwi pal. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that there was a force sensor error during the procedure. They disconnected and reconnected the cable, changed cable, however, the error was resolved by swapping with a new catheter. There was no patient consequence. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2025, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.